Event description:
It was reported that at implant, the lead exhibited noise, even at being repositioned and changing analyzer cables. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The primary analysis results revealed that there were no anomalies. There were no setscrew marks on the is-1 pin. Lead was not fully inserted into the device.